Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a maxforce biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct performed on (B)(6) 2011. According to the complainant, the procedure was completed with this device; however, the contrast fluid could not be completely removed from the balloon and the device could not be removed from the endoscope. The endoscope was removed from the patient with the device inside, and the catheter was cut in order to remove the balloon from the working channel of the scope. It was confirmed the device had been completely removed from the patient anatomy and no visible issues were noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient weight is unknown. Reported event of balloon deflation issue. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.